Event description:
It was reported that the right atrial (ra) lead channel had shown notable changes. Ra noise and low impedances were noted on the ra channel dating back to 2022. In early (B)(6) 2022, this patient experienced a car accident. Since the accident, the impedances have now been increasing, and no capture has been noted on the atrial channel. Technical services (ts) reviewed device data and suspects lead insulation damage and fracture. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).